Event description:
Patient reported an incident of "blacking out". Patient stated the incident occurred about 6 months ago while he was at the doctor's office for a routine visit. Patient reported they called the ambulance that treated him with an injection of glucagon and then transported him to the hospital where he was placed on an IV of unknown content. Patient stated he did not eat much breakfast; ate two pieces of toast. Patient reported he was let go after 2 hours. Another incident occurred 4 months ago in line at the bmv. He began feeling dizzy and vomited and an off duty paramedic assisted him until paramedics arrived. The patient passed out. Blood glucose values obtained by paramedics are unknown. He was treated with candy and he refused to be taken to the hospital. After 15-20 minutes, he drove himself home. The patient believes the pump settings are too high for his needs. Requested return of the alleged device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.